Event description:
Covidien received information stating that during testing of the ht70 plus ventilator, the pump was found to be noisy. There was no patient involvement.

Manufacturer narrative:
An investigation of the returned device found that the linear bearings on one side were both rusted out. The bearing had fully derailed from the track and had partially removed one of the circular bearings from its shaft in the process. The other side of unit appeared fine. (B)(4).